Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08765 inches. Device was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using carelink. No upload/download anomaly noted. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to possible low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 117 mg/dl at the time of admission. The customer was given narcan and intravenous fluids to treat as the paramedics thought the customer was on drugs and had over dosed. The customer experienced symptoms such as a seizure. The customer was wearing the insulin pump during the incident. The customer's endocrinologist was unsure if the seizure was due to low blood glucose and referred the customer to a neurologist to rule out other issues. The customer believes they over treated for a high of 242 mg/dl and thus had a low event. Troubleshooting was completed and no delivery issues were found. The customer was having issues generating pump reports. The customer also had a urinary tract infection at the time of the incident. The insulin pump will be returned for analysis.